Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic visit, the right ventricular lead exhibited intermittent loss of capture, a drop in sensing, and a rise in impedance. The right atrial lead exhibited loss of capture and intermittent loss of sensing. Both leads were capped and replaced on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
New information reported that the event date was (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information stated that the leads were capped on (B)(6) 2018.